Manufacturer narrative:
Patient demographics requested. No patient demographics information has been provided by the site. A medtronic representative inspected the imaging system on-site and the reported issue could not be replicated. The system functioned normally during testing and image quality was good. The images in question were reviewed, and they were slightly grainy but it was found to be because the patient was larger than the system could handle. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that that the lateral images acquired from the imaging system were coming across grainy and of poor quality. The images were allegedly still usable for the procedure, and were used. No patient impact has been reported. No additional details were provided.